Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided final lot number 9338900 and all applicable sub-assembly lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported that syringe 20ml ll tip conv pak leaked on 95 occasions. The following information was provided by the initial reporter: material no: 305617, batch no: 9338900 it was reported syringes found leaking around the stopper of the plunger when filled with compounded sterile product. For the 20ml syringes, incident #1 occurred on (B)(6) 2020 and incident #2 occurred on (B)(6) 2020. Several bd 10ml syringes with luer-lok tips as well as several bd 20ml syringes with luer-lok tips were found to be leaking around the stopper of the plunger when filled with compounded sterile product all of these had to be discarded.

Manufacturer narrative:
The initial reporter also notified the FDA on 22 october, 2020. Medwatch report # mw5097235. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll tip conv pak leaked on 95 occasions. The following information was provided by the initial reporter: material no: 305617, batch no: 9338900. It was reported syringes found leaking around the stopper of the plunger when filled with compounded sterile product. For the 20ml syringes, incident #1 occurred on (B)(6) 2020 and incident #2 occurred on (B)(6) 2020. Several bd 10ml syringes with luer-lok tips as well as several bd 20ml syringes with luer-lok tips were found to be leaking around the stopper of the plunger when filled with compounded sterile product all of these had to be discarded.